Manufacturer narrative:
Block b3: approximated based on the commencement of the study. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: cho, et. Al. "Digital single-operator cholangioscopy for difficult anastomotic biliary strictures in living donor liver transplant recipients after failure of standard ercp: spypass-2 study." Gastrointestinal endoscopy; 2025; https://doi.org/10.1016/j.gie.2024.11.017 block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding.

Event description:
Boston scientific corporation became aware of an event involving the spyscope ds ii through the article titled "digital single-operator cholangioscopy for difficult anastomotic biliary strictures in living donor liver transplant recipients after failure of standard ercp: spypass-2 study". This prospective study evaluated the use of single-operator cholangioscopy (soc) in living donor liver transplant (ldlt) recipients with anastomotic biliary strictures (abss) in cases where standard ercp failed to achieve stricture access, conducted between october 2021 and may 2023. According to the article, 40 ldlt patients with difficult abss underwent ercp with soc using the spyscope ds ii after failed conventional ercp. Technical success was achieved in 92.5% of patients, while clinical success was achieved in 82.5%. The study also reported adverse events including post-ercp cholangitis (10.0%), pancreatitis (15.0%), and bleeding (2.5%), all of which were described as mild in severity. No intestinal perforations occurred. Early stent migration occurred in 2 patients (5.4%), and 4 patients (10.8%) required reintervention within 1 month. Following the procedure with the spyscope ds ii, patients developed post-ercp cholangitis and pancreatitis as reported in the study. All adverse events were mild, and no further severity or long-term outcomes were specified in the article. There were no reported device malfunctions or performance issues associated with the spyscope ds ii in this study.